Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a sacrospinous mesh suspension and colposuspension on (B)(6) 2003. The patient suffered pain and discomfort in her right buttock and nerve pain. She required a cervical amputation procedure with removal of palpable permanent suture knot from her vaginal wall on (B)(6) 2014. It involved removal of some tissue from her vaginal wall. Post-operative diagnosis: pelvic organ prolapse, posterior and anterior wall prolapse. Name of procedure: pelvic floor repair, paravaginal suspension with sacrospinous mesh vault suspension and posterior repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.